Event description:
29-yr old femal pt admitted for removal of left breast implant. According to the pt, the left breast implant ruptured in 1995 and has been experiencing pain in the left breast. The implant had been implanted in 1985 due to severe breast asymmetry due to congenital defect. That procedure was performed at another hosp. There was evidence radiographically of a ruptured implant and pt developed a firm mass in the upper medial quadrant of the breast on the left side. During removal of the implant, free silicone was oozing from the implant capsule.